Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209329659, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported urinary incontinence ¿didn¿t really improve¿ since advanced evaluation 1 on (B)(6) 2015. The patient had an epilepsy crisis between (B)(6) 2015. No actions were taken yet and the event was assessed as non-serious but linked to the lead and stimulation. The event was ongoing and the patient was alive with injury. It was clarified that the patient had no sudden return of symptoms. Medical history included neurologic incontinence since 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0209329659, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from a healthcare provider for a clinical study via a manufacturer representative (rep) reported that there was a return of initial functional symptoms due to possible lead migration. The patient had an epilepsy crisis (known epilepsy, not related to stimulation or device) between september and october follow-up visits. It was reported that the crisis could had led to a possible lead migration that led to a modification of stimulation and functional symptoms return. An anti-cholinergic treatment was reintroduced. No diagnostics were made. It was not related to the procedure. Actions that were taken was a complete system adjustment. The event was resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209329659, implanted: (B)(6)2015, product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that action taken was an explant/replacement for the lead and stimulator. There was a report of no repositioning and no antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209329659, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device were explanted on (B)(6) 2016. No further complications were reported/anticipated.